Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Applications support manager (asm) visited the account as per surgeon request to identify source of dlk. Gelled intralase for surgical energy and found no change to melt at current settings vs when I was last onsite. No complaint of difficult lifts and technician said lifts are good. No changes made to settings. Discussed with staff regarding possible causes of dlk including but not limited to sterilizing technique, construction in the building, instrumentation, gloves, non compliance with post op medications. Technician said that they did just paint the laser room and replaced the carpet in the whole center. They also changed their drop regimen from prednisolone drops every two hours until seen at post op appointment to pred-gati (prednisolone and antibiotic) drops 4 times/day. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with diffuse lamellar keratitis (dlk) in both eyes. The topical steroid dosage was increased. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurry vision. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017: right eye post-op 20/70, left eye post-op 20/40. This report is for the visx. A separate report is being submitted for the intralse laser.